Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity c carbon dioxide generated from alinity c processing module. Customer initially noted low anion gap results and upon further review noted low co2. Upon repeat the co2 was lower. The customer stated this impacted many samples provided the following sample data: sample ID (B)(6) : initial result 22, repeat result 18. Reference range 22-31 mmol/l. Sample ID (B)(6) : initial result 23, repeat result 21. Reference range 22-31 mmol/l. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased alinity c carbon dioxide generated from alinity c processing module. Customer initially noted low anion gap results and upon further review noted low co2. Upon repeat the co2 was lower. The customer stated this impacted many samples provided the following sample data: sample ID: (B)(6): initial result 22, repeat result 18. Reference range 22-31 mmol/l. Sample ID: (B)(6): initial result 23, repeat result 21. Reference range 22-31 mmol/l. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module serial#: (B)(6) was evaluated. The instrument's degasser was replaced during maintenance. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.